Event description:
It was reported by the customer via medwatch "describe the event or problem: patient had a powerglide 20ga in his arm that was no longer working, was nonfunctioning. Registered nurse (rn) pulled out the non-working powerglide. Rn inserted the new powerglide in the same vein as the one just removed. Rn felt resistance when advancing the catheter over the needle and guide wire. Rn then withdrew the catheter, guidewire and needle from the patient. Rn noticed the tip of the catheter appeared to be fragmented and the very tip was missing. X-ray did not show the fragment in the arm, but a CT demonstrates linear radiopaque foreign body within the mid medial aspect of the arm measuring about 9 mm in length. This is located in the deep soft tissues immediately adjacent to the basilic vein and is consistent with retained fragmented catheter. After discussion with vascular surgeon about risks and benefits of both taking it out or leaving it in, the patient opted to leave it in.".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3203 showed one other similar product complaint(s) from this lot number.